Manufacturer narrative:
Based on the available information, a cause for the post-operative leak could not be determined. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the sureform 45 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 3 times, and it fired 3 green reloads. The first firing was completed with 1 pause for compression. The second and third firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the system logs. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a few days after a da vinci-assisted low anterior resection (lar) procedure, a patient experienced an anastomotic leak, requiring an additional procedure for washout and ileostomy. During the initial case, a sureform 45 stapler instrument, loaded with a green sureform 45 stapler reload, was used to divide the rectum. Indocyanine green (icg) and flexible sigmoidoscopy were used during the procedure. There were no intra-operative problems related to the anastomosis.